Event description:
It was reported that the ilet touch screen cracked after the user bit the device while shopping, after which the user reverted to multiple daily injections and reported trouble using the device. Symptoms included a stomachache and elevated blood glucose, with a highest reported value of 350 mg/dl, and the device did not present alerts. Outcomes included interruption of automated insulin delivery and a return to subcutaneous insulin by pen. Investigation included collection of event details and arrangement for device return. Investigation of this case revealed a damaged display consistent with accidental physical damage to the screen that rendered the user interface nonfunctional. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage to the touchscreen.